Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported malfunction was duplicated, and the high voltage module was replaced to remedy the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's high voltage module was removed and returned. The customer's report was observed and attributed to foreign substance on a capacitor on the high voltage module. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.